Manufacturer narrative:
Corrected data: return was not anticipated initially, but was actually received. This has been indicated in this supplemental report. The investigation results show that the postoperative plate fractures occurred through holes, so the reported event could be confirmed. The (measurable) dimensions of the returned plate are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 2. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer and the changes of the surface¿s structure in the area of the breakage. The fracture surfaces were partially leveled due to friction with the counterpart or another hard object. The undestroyed fracture surfaces (rest) show the appearance of a forced rupture. The fractographic investigations with sem show a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. To obtain more details about the complained event, the sales rep was contacted, and several answers received. The stryker cmf¿s health care professional was contacted in order to assess the provided information ¿(¿) breakage of the plates was due to the nonhealing of the bone which in turn was probably related to degenerative bone disease. (¿)¿. In sum, all performed investigations indicate that the plate broke due to a forced rupture in combination with a fatigue breakage which was probably related to the degenerative bone disease of the patient. Based on the investigation and the corresponding investigation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Event description:
It was reported that the surgeon removed four plates, and all of them were broken, all in the same area. The original procedure, a lefort orthognathic osteotomy, was done in (B)(6) 2019. The patient¿s bone never properly healed and she has underlying health issues (osteoarthritis). A revision surgery is planned.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Devices not received from facility.

Event description:
It was reported that the surgeon removed four plates, and all of them were broken, all in the same area. The original procedure, a lefort orthognathic osteotomy, was done in (B)(6) of 2019. The patient¿s bone never properly healed and she has underlying health issues (osteoarthritis). A revision surgery is planned.